Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, elevated sensing integrity counter (sic), slightly increased thresholds, and high-rate non-sustained episodes. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.